Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical service manager reported on behalf of a surgeon, during laser assisted cataract surgery the capsulotomy appeared to have a tag at seven o`clock. The capsulotomy was completed with forceps. When placing the lens it was noticed that the bag was compromised; a three piece sulcus intraocular lens was implanted in place of the planned toric lens. Additional information has been requested.